Event description:
It was reported to medtronic minimed that the customer reported high blood glucose and the pump doesn't seem like it's delivering any insulin. The customer reported a blood glucose value of 600 mg/dl. The customer reported hyperglycemia was treated with an insulin pump (subcutaneous insulin infusion), the manual injection/insulin pen, and hospitalization. The event involved products mmt-332a, mmt-383a, unk_sensor, and mmt-1884. Troubleshooting was performed, and the customer has been using the insulin pump system within 48 hours of the reported high blood glucose event. The customer was used the auto mode feature at the time of the event. No further patient complications were reported. No product return is required for mmt-332a, mmt-383a, and unk_sensor. Mmt-1884 was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0874 inches. Delivery anomaly-possible under delivery not confirmed. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or sensor signal not on found alert noted. No communication-between pump & xmtr not confirmed. The following were noted during visual inspection: scratched case and pillowing keypad overlay. On the primary svn (B)(4), there were multiple boluses programmed on the event date 21-oct-2025 listed in the pump history file. There were no autosuspend (12) alarm noted in the pump history file. There were no usersuspended (2) alarm noted on the event date 21-oct-2025 in the pump history file. On the primary svn (B)(4), unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date 21-oct-2025 listed on smartsolve due to insufficient data in the trace/history files. On the primary svn (B)(4), perform the history review 1 week prior to the event date 21-oct-2025 in the pump history file and found 2 lost sensor alerts on (B)(6) 2025, 1 lowbatteryalert (104) on (B)(6) 2025 11:13:00.000, 1 failedbatttest (58) on (B)(6) 2025, and 1 lost sensor alert on (B)(6) 2025. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2025 12:28:59 pm. There was no power data available for the date of (B)(6) 2025. Unable to check power data for low battery alert and failed battery test alarm. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. On a related svn (B)(4), perform the history review 2 days prior to the event date 21-sep-2025 in the pump history file and found 2 lost sensor alerts on (B)(6) 2025, 1 lost sensor alert on (B)(6) 2025, and 1 sensor error alert on (B)(6) 2025. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, lost sensor alert or sensor error alert noted. The pump history file lists data on (B)(6) 2025. On a related svn (B)(4), unable to perform the history review 2 days prior to the event date 27-jul-2025 in the pump history file due to no data available. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.9 mv). The pump passed the functional testing. Unable to confirm alleged high bgs (hyperglycemia). Delivery anomaly-possible under delivery not confirmed. No communication-between pump & xmtr/sensor signal not found alert not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.